Event description:
The facility reported a pump that will not charge. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.